Event description:
While in use the needle slides up into wings. (This has occurred to several nurses). On a few occasions, the tubing was leaking air. The vacutainers filled with air rather than with blood.